Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device found outside of a procedure (during sterile processing). It was discovered the spine clamps were damaged; clamps were stripped. There was no patient involvement. Refer to mfg. Report# 1723170-2019-01064 for the report pertaining to the other damaged spine clamp.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that neither returned clamp has stripped threads on the adjustment screw. However, both have a stretched retainer ring on the tip of the adjustment screw that is causing some play in the travel of the clamp face but are otherwise fully functional. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.